Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous vessel below the knee on the patient's left side. The 1.5mm x 20mm sterling balloon catheter was advanced to the lesion and during the first inflation, the balloon ruptured at 8 atms. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was reported as good.